Event description:
It was reported in a service report that bed exit was not working. No adverse consequences were reported.

Manufacturer narrative:
Result and conclusion: the user placed a footboard for a different model on the unit. User was informed of the error.